Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that this device was implanted incorrectly and is floating inside patient's body. Patient stated that the heart hurts as bad as a heart attack when crt-d is around chest area. This crt-d remains in service. No adverse patient effects were reported.